Event description:
It was reported that approximately 1 year and 4 months post lens implantation, the lens opacified. There were no issues during the organal implantation surgery. The visual acuity 3 months post implantation was 20/20. The current visual acuity is 20/32. The surgeon is waiting to exchange the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.